Event description:
Implanted in 2022 and the system status says rrt is already on something is wrong with the device.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. The conclusions are as follows: the patient files analysis led to the following observations: the subject pacemaker was implanted on (B)(6) 2022. A pacemaker software upgrade has started by the user (from v2.5.4 to v2.7.3) but was aborted by the user on the same date: (B)(6) 2022 (3 months before implantation). This action led to incorrect data (some data from v2.7.3 included in v.2.7.3), to deactivation of ble (bluetooth low energy) and longevity calculation. The incorrect data have been interpreted as false rrt. The full upgrade was completed on (B)(6) 2025 and all the normal functioning has been restored. No issue is suspected on the subject pacemaker. Please refer to the attached analysis report.